Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal device check, non-sustained rv oversensing episodes were observed. Review of episodes showed possible myopotential oversensing causing pauses in a dependent patient. The oversensing was reproducible with coughing. Programming changes were made and no more oversensing was seen.